Event description:
A surgeon reports having a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional info was requested 11/05/2007 and 11/06/2007 by phone, fax and mail. A completed questionnaire has not been returned.